Manufacturer narrative:
Date sent to the FDA: 09/07/2007. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. A review of the batch manufacturing records were conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during a robotic mitral valve repair procedure the arterial cannula was inserted into the left femoral artery. Prior to the patient being placed on bypass arterial bleeding was noted at the insertion site and it was found that the wire wound section of the cannula had come apart from the estane tubing. The proximal end of the cannula was removed and the doctor attempted to locate the distal wire wound section of the cannula in the patient. After approximately five minutes the doctor was able to grasp and remove the wire wound section. Another arterial cannula was inserted into the same incision in the left femoral artery and used in the case. The case was completed successfully with no adverse patient consequences.